Event description:
It was reported that the cartridge o-ring was missing. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer addressed the bg with a manual injection of insulin. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.